Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: device returned h3, h6: investigation summary the device was received and sent to the supplier for evaluation. The evaluation reports indicate: the active tip of the device shows no signs of activation no signs of residue in suction tube the device shaft, cable and plug appear in a good condition. Electrical testing was performed and the electrode passed the capacitance tests, the hipot test and the return continuity test. The electrode failed the active continuity test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate and coag no output, there was no error message displayed on the generator. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The continuity across the crimp failed. From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. The device was received and sent to the supplier for evaluation. The evaluation reports indicate: the active tip of the device shows no signs of activation no signs of residue in suction tube the device shaft, cable and plug appear in a good condition. Electrical testing was performed and the electrode passed the capacitance tests, the hipot test and the return continuity test. The electrode failed the active continuity test. Functional testing was performed and the connection display, default values, available waveforms, minimum and maximum settings available tests passed. The activation tests failed. Ablate and coag no output, there was no error message displayed on the generator. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The continuity across the crimp failed. From the supplier¿s investigation they were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. The complaint failure mode confirmed during testing has been reviewed against the systems risk assessment document. A review of the supplier complaint records over the last 12 months to assess the frequency of this defect shows the frequency of occurrence is as anticipated in the risk analysis. A CAPA investigation cap-101378 was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR review has been performed for the complaint device; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore no containment or correction action related to the individual complaint is required. H11: e1/e3: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate that the vapr p w/ hand controls did not perform the function of coagulation nor the function of ablation. It was tried connecting the pedal, but it did not work either. So, we proceeded to change the product, to finish the surgery successfully. Patient had no harm since the surgery concludes successfully by opening another implant same code that works without problems.